Manufacturer narrative:
No patient was present. The log files were returned and found to be inconclusive. A medtronic rep confirmed that the usb configuration was correct with the i7 system and was able to reproduce the reported event. An RMA was issued for the transceiver. The transceiver has been returned to the manufacturer and has not been evaluated as of the date of this report. A medtronic rep confirmed that a replacement transceiver resolved the issue and the system was working properly.

Event description:
A site representative reported that the camera was not communicating and was displayed as not connected when the i7 system was initially turned on. She reset the niu and the camera temporarily communicated. A few minutes later, the camera communication was lost again. Resetting the niu did not resolve the issue. She rebooted the i7 and was able to establish camera communication again. There was no patient present.

Manufacturer narrative:
The i7 system transceiver was received by the manufacturer then connected the transceiver and powered it on and no issues with communication to the camera were observed. Cycled the power several times and each time it established communication with the camera. The system ran for several days and no communication issues were observed. Repeated the testing several times over a 2 week period and no issues were observed.